Event description:
It was reported via repair work order that the bed lift was elevated and would not lower due to a faulty cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.